Event description:
Allegedly the following occurred: bag broke, used another ecatch10g and continued case.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.